Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. It was reported that the left ventricular outflow tract (lvot) and left coronary cusp were calcified. A procedure was performed to plug the leak with a plug device and the valve dislodged. Subsequently, the valve was snared into the descending aorta. A non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.